Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that air bubbles were observed within the tubing. Customer¿s blood glucose level was 557 mg/dl. The elevated bg was addressed by a correction bolus via the pump and also injection via manual insulin therapy. The customer reverted to an alternate method of insulin therapy.